Event description:
On (B)(6) 2021, patient had lumber fusion surgery and readmitted on (B)(6) 2021 with complaints of fever, nausea, diarrhea. CT scan revealed a fluid collection posterior to the site of surgery. Afb culture reveled a positive result of mycobacterium tuberculosis on (B)(6) 2021.